Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 29) across multiple cartridges during the loading sequence. The customer's blood glucose was 130 mg/dl. Customer changed the cartridge and insulin was resumed successfully.